Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported 'there was a combination of fixed angle and multi axial screws used in the structure. Once the screws were in place, the rod was bent and put into place. They were seating the set screws into the tulip of the screws and the set screw would not thread. The surgeon then assisted the set screw by way of a mallet, causing the tulip to break off. This screw has been left in the patient due to the nature of the procedure.' A revision surgery is scheduled for the following week. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.